Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the adhesive around the objective lens was peeled due to deterioration or breakage of the adhesive, the additional evaluation findings are as follows: the bending section cover had a scratch; the adhesive on the bending section cover had a chip; the label on the light guide connector was peeled; indication on light guide connector was not correct; and the light guide cover glass is deformed. CAPA ¿ 200935 was found as a result of CAPA history review. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the glue being broken and peeled off by stress of repeated use, external factors, or handling of the device. The investigation advise to handle the device in accordance with IFU continuously. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope insertion section had a deformation. There was no patient harm associated with the event. The device was returned and evaluated, and the adhesive around the objective lens was peeled. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.